Event description:
Two pt samples with discrepant creatinine results. Pt 1, a boy, initial result 153 umol/l. Same sample repeated gave result of 32 umol/l. Pt 2, a female, initial result 126 umol/l, same sample repeated twice gave result of 33 umol/l and 31 umol/l. If additional info is received, appropriate notification will be provided.